Event description:
It was reported to boston scientific corporation on june 2004, 2009 that a jagwire was used during the removal of a biliary stone performed on (B) (6) 2009 (B) (6). According to the complainant, the jagwire was inserted through the cannula. The physician tried to advance the jagwire into the bile duct. When the guidewire was being positioned around the papillary area, 1 cm of the distal end of the pebax coating peeled and detached in the duodenum. When the second jagwire was being used, the pebax coating portion was kinked (where there was no corewire present) and the guidewire was too difficult to operate. The procedure was completed with a third jagwire. The physician had no concerns with the detached coating passing naturally via peristalsis. There were no patient complications reported as a result of this event. The patient's conditions at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).